Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they will continue to follow this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was emitting tones due to shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.